Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips healthcare that the heartstart mrx defibrillator's screen flashed when etco2 was plugged in. There was no negative pt impact.